Manufacturer narrative:
02-010-01-0225 - logic femoral ps cem left sz 2.5: (B)(6). 02-012-35-2511 - logic tibia ps mod insrt sz 2.5 11mm: (B)(6). 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t: (B)(6). 200-02-29 - three peg patella 29mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech knee replacement study, approximately 6 days after the patient's debridement and skin closure procedure for superficial wound dehiscence, a defect of about 3x5 cm is observed, which did not currently expose the prosthesis, but dissects medially. Negative pressure therapy was administered. 3 days later negative pressure therapy is withdrawn, and cures are carried out every 7 days until 1 month and 3 days later, when the dissolution is closed. The outcome is considered to be resolved.